Event description:
(Os 17.033). The dentist reported that 1 months after the dental implant was installed in intraoral region #4, it was verified its non osseointegration. The dental implant was installed in bone type ii. Immediate load was not performed.

Manufacturer narrative:
(B)(4).